Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer received no delivery alarms during priming. The blood glucose was 400 mg/dl at the time of incident. Customer was having a high as he did not able to see his pump so he said he was going to call back because his wife left. Customer informed to revert to back up plan until we can troubleshooting. Began troubleshooting for no delivery and he said he was having a high blood glucose level. Customer didn't want to continue troubleshooting. The insulin pump will not be returned for analysis.